Event description:
Family member reacted to mask. Received steroids from private physician. No additional information.

Manufacturer narrative:
The device history record could not be reviewed as no lot number was provided. No sample was provided. Without the issue sample for evaluation, we cannot investigate further to identify the root cause. All finished product is manufactured from qualified materials that undergo inspection upon receipt and prior to use in manufacturing. In addition, manufactured product is inspected and must meet all product specifications prior to final release to market. There was no change to the mask. The root cause could not be identified. There is no additional action taken at this time, but we will continue to monitor for trends of this nature.